Event description:
It was reported that the device was misfiring during a laparoscopy cholecystectomy. The clip would not open and pop out of the end of the device. Summed up as a clip jamming issue.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged and its rotation tab bent. A closed clip was partially loaded incorrectly into the jaws of the applier. Another clip was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. Upon functional inspection, next clip was unable to load properly into the jaws of the applier as the clip was located to the side of the pusher head (distal end of feeder). The sample was disassembled to inspect the internal components. The proximal end of the feeder was found bent. The sample was received with 3 clips remaining, including the partially loaded clips indicating that 12 clips were fired by the end user. The bent rotation tab, clip mis-load and the proximal end of the feeder being bent are all indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "misfire causing jam" was confirmed based upon the sample received. One sample was received with its trigger partially engaged and its rotation tab bent. A closed clip was partially loaded incorrectly into the jaws of the applier. Another clip was stuck in the bent rotation tab. Upon functional inspection, next clip was unable to load properly into the jaws of the applier as the clip was located to the side of the pusher head (distal end of feeder). The sample was disassembled to inspect the internal components. The proximal end of the feeder was found bent. The sample was received with 3 clips remaining, including the partially loaded clips indicating that 12 clips were fired by the end user. The bent rotation tab, clip mis-load and the proximal end of the feeder being bent are all indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73k1800902 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was misfiring during a laparoscopy cholecystectomy. The clip would not open and pop out of the end of the device. Summed up as a clip jamming issue.